Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hst iii system (3.8mm) did not work properly. The heart string did not deploy outside of the housing; it remained inside. A new device was used to complete the procedure. There was a slight delay of 3 minutes. No effects to the patient.

Manufacturer narrative:
(B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/09/2025. An investigation was conducted on 9/9/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the delivery device was returned with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The loading device and seal were not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem " was not confirmed. The lot # 3000466878 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a